Event description:
It was reported that during a coronary artery stenting procedure, stent damage occurred. The lesion was a 99% stenosed, calcified, moderately tortuous portion of the left anterior descending (lad). The physician was trying to place a 3.00x20mm taxus liberte stent but the device was unable to cross the proximal portion of the lesion. The device was removed from inside the pt and the physician found the stent strut lifted up. The procedure was completed with another of the same device. There were no pt complications. Pt status is listed as "good".

Manufacturer narrative:
.